Event description:
It was reported that during implant procedure, the implantable cardioverter defibrillator exhibited set screw issues. The set screw was unable to be inserted into the header of the left ventricular port. The device was removed and replaced successfully with no issues. The patient was stable.

Manufacturer narrative:
The reported inability to properly engage the set screw was confirmed in the laboratory. Visual inspection of the lv set screw hex cavity was found it to be stripped and identified silicone preventing full insertion of the torque driver in the hex cavity which may have resulted in difficulty fully engaging the set screw. In addition, the lv set screw was found to be dislodged from the set screw insert which was consistent with overly loosening the set screw.